Event description:
It was reported that prior to a lap chole procedure, the device did not function in test mode with gen04. Showed no error code, noises. Took new instrument, no further info is available. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the dh010 device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure.